Event description:
It was reported that while the ventilator was connected to a pt, the pt could breathe in but could not breathe out. The ventilator was replaced with another one. There was no pt injury. (B)(4).

Manufacturer narrative:
The ventilator's logs have been downloaded. A request has been made for the return of the replaced parts if any for investigation. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).